Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a perclose device. Reportedly, resistance was felt when removing the plunger, the footplate would not close, and the device was entrapped in the vessel. A surgical cut down was performed to remove the device and to achieve hemostasis. It was noted that the entire foot plate was located in the vessel and that the needles were bent when deploying the plunger. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The deformation of the needles was confirmed. The difficult to open or close could not be confirmed due to the condition of the device. The entrapment and retraction problem are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. It is likely a guide break occurred during insertion. The break induced a bilateral cuff miss, where the anterior needle was bent severely during plunger deployment. The bend in the needle would create the resistance during removal. The broken guide contributed to the difficult to open or close and the entrapment as the foot cannot close with a broken guide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated from unk perclose to perclose proglide d2a ¿ common device name: updated from vessel closure suture to device, hemostasis, vascular d3 - mfg establishment name: updated from abbott vascular to abbott vascular inc. D3 - address 1: updated from (B)(6) d3 ¿ city: updated from (B)(6) d3 - postal code: updated from (B)(6) d4 - model #, catalog # updated from unk perclose closure to 12673-03 d4 - lot #: updated from unknown to 5070941 d4 - primary UDI number: updated from unknown to (B)(4).